Event description:
The customer reported that on 1/22/98 vasoseal was used following a diagnostic catheterization procedure. Post-procedure there was a large hematoma. Manual pressure was held for thirty minutes and a pressure dressing was applied. Thirty minutes later, the hematoma began to grow. The pt went to surgery for repair of a pseudoaneurysm.